Event description:
It was reported that when 2 devices were used during a bowel resection, while creating the anastamosis on the 3rd firing of the tlc75, the device jammed three fourths of the way through the firing cycle. The surgeon had to take more colon to complete and reduce the anastomosis. Also or time was extended 30 minutes.